Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A physician called and reported the customer had a seizure and was brought to the emergency room with hypoglycemia. The call was transferred to the customer. Customer's blood glucose was 54 mg/dl when the ambulance checked and was 44 mg/dl at time of admission. According to the customer's sensor, there was a reading as low as 43 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The reservoir showed the same amount of insulin as was shown on the status screen. Customer was advised to speak with healthcare provider regarding low blood glucose, and to monitor the insulin pump. The device will not be returning for analysis.